Event description:
It was further reported that the intended location consisted of two lesions. The first was a 95% stenosed lesion located in the ostium of the mildly calcified and moderately tortuous diagonal. The length of this lesion was 10mm. The second was a 99% stenosed lesion located in the severely calcified and moderately tortuous mid section of the lad. The length of this lesion was 20-25mm. Difficulties were encountered while advancing the 182cm choice guide wire up to and across the lesions. It was previously reported that three stents were deployed to treat the lesion, however, additional information indicated that 2 stents were used to treat the lesion and one stent was deployed to secure the detached wire fragment in the vessel. The physician deployed a 2.5 x 12mm and a 3.0 x 28mm promus stent in the intended lesion span. As the physician attempted to remove the choice guide wire, the wire became stuck in the stent recently implanted in the lad and 1cm of the guide wire tip detached in the lad. The detached tip did not migrate. The physician attempted to remove the guide wire tip by advancing an unspecified balloon, however, this attempt was unsuccessful. Next, an unspecified guide wire was advanced in an attempt to "dislodge" the detached wire fragment, however, this attempt was unsuccessful as well. The physician advanced an unspecified "hollow" 4fr catheter to provide support to release the wire. Next, a 3.0 x 12mm promus otw stent was advanced and deployed to secure the guide wire tip in the vessel. All three stents were fully apposed to the vessel wall and remained in position. It was further noted that during surgery, the detached guide wire tip was not removed as previously reported. The physician bypassed the vessel containing the wire fragment.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
(B) (4). It was reported that during a percutaneous coronary intervention procedure, a guide wire fracture occurred. The lesion was located at a bifurcation of the left anterior descending (lad) artery and the diagonal artery. The physician advanced the 182cm choice pt es guide wire. Next, the lesion was predilated and three stents were deployed at a bifurcation. It was noted that the choice pt guide wire tip had prolapsed. As the physician pulled the guide wire back, the guide wire tip became tangled and stuck in one of the implanted stents in the lad. It was noted that the wire "would not move". As the physician attempted to remove the guide wire, the tip fractured. Attempts were made to snare the detached tip, however, these attempts were unsuccessful. The patient was taken to surgery to have the guide wire tip removed. The procedure was not completed due to another reason. No further complications were noted and the patient's status was listed as "ok". Additional information was requested but was not available.

Manufacturer narrative:
(B) (4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4)

Event description:
It was further reported that the intended location consisted of two lesions. The first was a 95% stenosed lesion located in the ostium of the mildly calcified and moderately tortuous diagonal. The length of this lesion was 10mm. The second was a 99% stenosed lesion located in the severely calcified and moderately tortuous mid section of the lad. The length of this lesion was 20-25mm. Difficulties were encountered while advancing the 182cm choice guide wire up to and across the lesions. It was previously reported that three stents were deployed to treat the lesion, however, additional information indicated that 2 stents were used to treat the lesion and one stent was deployed to secure the detached wire fragment in the vessel. The physician deployed a 2.5 x 12mm and a 3.0 x 28mm promus stent in the intended lesion span. As the physician attempted to remove the choice guide wire, the wire became stuck in the stent recently implanted in the lad and 1cm of the guide wire tip detached in the lad. The detached tip did not migrate. The physician attempted to remove the guide wire tip by advancing an unspecified balloon, however, this attempt was unsuccessful. Next, an unspecified guide wire was advanced in an attempt to "dislodge" the detached wire fragment, however, this attempt was unsuccessful as well. The physician advanced an unspecified "hollow" 4fr catheter to provide support to release the wire. Next, a 3.0 x 12mm promus otw stent was advanced and deployed to secure the guide wire tip in the vessel. All three stents were fully apposed to the vessel wall and remained in position. It was further noted that during surgery, the detached guide wire tip was not removed as previously reported. The physician bypassed the vessel containing the wire fragment.